Manufacturer narrative:
Event date: estimated date. (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviations caused or contributed to the difficulties. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 14f sheath after a percutaneous coronary interventional procedure with impella. Reportedly, no suture was present when the plunger was removed. A new proglide device was used to achieve hemostasis. The access site was dry. Manual compression was applied for 2-3 minutes as a pre-caution due to standard procedure and not due to any bleeding or oozing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.